Manufacturer narrative:
The results of the investigation are inconclusive since the lead was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2019-11935. During follow-up, there was atrial ventricular block due to loss of capture noted on both the right atrial (ra) and right ventricular (rv) leads. The device was reprogrammed to resolve the event and the patient was in stable condition.